Event description:
It was reported that patient was seen with high impedance and has been referred for lead revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received indicating that the leads were not explanted, they were left inside the patient. No other relevant information has been received to date.

Event description:
Further information was received that full revision surgery was unsuccessful as there were difficulties removing the lead due to scar tissue that was assessed to be due to patient physiology. The surgeon tried to open a new section of the vagus nerve to implant a new lead and ended up cutting the jugular vein. Patient was patched and is reportedly in recovery doing well. The physicians have decided to hold off on re-implanting the vns. They state that if her seizures begin to increase then they will make a decision down the road but for now they will just treat with medicine. The explanted lead has not been received to date. No other relevant information has been received to date.